Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 3.50 x 20 mm taxus express2 drug eluting stent, the stent struts were found to be distorted and would not load into the guide. The stent never entered the pt. No pt complications were reported.